Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction was likely due to using a high-frequency instrument without a sufficient distance from the tip. However, the root cause could not be specified. The event is detectable and preventable by handling device in accordance with the following IFU: 3.3 inspection of the endoscope. 4.3 using endotherapy accessories - high-frequency cauterization treatment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope's plastic distal end cover was found to be badly burned. There was no patient involved.